Event description:
It was reported that during a da vinci cystectomy procedure, the customer noted that the prograsp forceps instrument cable was broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. No damage was found at the clevis. Grip cables was also found to be frayed at the distal idler pulley. Frayed strands stuck out at the wrist. An additional observation not reported by site was that the instrument distal pulleys exhibited mechanical indentations. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but damage to the distal pulley was likely due to mishandling/misuse. No other damage was found. An additional observation not reported by site was that the instrument main tube exhibited scratch marks/abrasions. The distal end of main tube had a scratch mark exhibiting light material removal and a rough surface finish. Scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable, grip cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.